Event description:
It was reported that, "scrub tech was trying to tighten the implant down and internal mechanism broke and there tightener just kept spinning."

Manufacturer narrative:
Add'l info has been requested and if made available will be reported as supplemental. Method, result and conclusion codes will be made available following an engineering eval.